Manufacturer narrative:
The events of edema, induration, drainage, inflammation/irritation, inflammatory nodule, and scar are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications especially the extrusion force value showing an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling, assembling and packaging and no problem was detected. Device labeling addresses: "the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Healthcare professional reported the patient was injected with juvederm® voluma¿ with lidocaine in the cheek. Six days later, the patient presented with "left side serous swelling¿, "bulging inflammation of the left cheek (after draining granulomatous inflammation with scarring)". Physician treated with cortisone and doxycycline and after that with puncture. It drained serous liquid with small chunks, below there were hard nodules. The area refills with seroma every 2-3 days. Exudate was sterile without any signs of bacteria". The patient was given a cold pack before injection. The patient's symptoms are ongoing.